Event description:
The customer reported indeterminate (ind) b-type natriuretic peptide (bnp) flags for five patients involving access 2 immunoassay system. Subsequent testing of the patient samples continued to produce ind flags. During troubleshooting, it was discovered there was no reagent pack in the bnp slot. Beckman coulter customer technical support (cts) advised the customer to verify all remaining reagent packs corresponded to the reagent inventory list. Beckman coulter cts advised the customer to retest all bnp patient samples back to the last acceptable quality control (qc) results. The customer was not aware of any erroneous patient results. There has been no report of patient injury or change in patient treatment associated with this incident.

Manufacturer narrative:
Service was not dispatched as the issue was resolved through troubleshooting, and the customer did not question system performance. The cause of the incident is due to operator error.